Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (MR) and a prolapsed posterior leaflet for a MitraClip procedure. During the procedure, a MitraClip was successfully advanced within the patient. The clip was placed on the leaflets when the mean pressure gradient (MPG) increased to unacceptable levels. While removing the MitraClip, the clip was improperly retracted into the guide. The clip became caught on the guide tip, troubleshooting was performed unsuccessfully. The clip caught on the guide was retracted through the inferior vena cava into the femoral vein. The clip was then disconnected from the guide due to excessive force. The procedure was discontinued, the final MR was reduced to grade 2. there were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.